Event description:
Reported 1 false positive flu b result for 1 symptomatic patient on sofia flu + sars. The customer communicated that the result was confirmed negative by an unknown method.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: cannot duplicate with retains. Source: phone.